Event description:
The report received from the affiliate indicated that the palmaz blue 5 x 50 stent mounted on a 142 cm. Aviator plus balloon catheter (bc)/peripheral stent delivery system did not cross the intended target lesion. There was no reported patient injury. Additional information including target lesion information has been requested. Addendum: the product was returned for inspection. Preliminary inspection indicated: the stent was noted to be detached and was not received. Additional information has been requested.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received for this file: additional information received indicated that the physician did try to deploy the stent but was not able to do so. There was no stent dislodgement noted at the account during the procedure. The stent was reported to have been successfully removed from the patient. The stent was reported to have been possibly lost at the hospital or in transit during shipping. There was no reported patient injury during the procedure. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The procedure was completed successfully although details were not provided. No additional information including target lesion information is available. Based on the additional information received, the product malfunction (pm) code of stent dislodgement is being deleted. The complaint is being changed to a not reportable product malfunction complaint file as originally reported.